Event description:
--

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). At this time, the rv lead remains implanted and in service. Once any additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead had presented with an increase in pacing threshold measurements as well as pacing impedance measurements. Over the past year, the pacing impedance has risen from 400 ohms to 1,450 ohms. The pacing thresholds have increased from 1.0 volt to 5.0 volts, but the shock impedance measurements and the intrinsic amplitudes have remained stable. The outputs were reprogrammed on the associated non-boston scientific device. The printouts were sent to boston scientific technical services (ts) to inquire on the reason for the increase in these measurements. A ts representative discussed that this increase in threshold and pacing impedance measurements could be related to lead tip/tissue interface or a calcification of the lead tip. In addition, this patient has been on medication and the combination of medication changes may also contribute to the observations. At the time, this lead remained implanted and in service. No adverse patient effects were reported. Additional information was reported four years later that the pacing impedance measurements have increased to above 3,000 ohms. The other lead measurements have remained stable. The ts representative was contacted to discuss the reasons for the out of range measurement. It was discussed that it is most likely a result of the build up of calcium deposits on the electrode tip/tissue interface. The ts representative also mentioned that the impedance measurements have increased to the point beyond the diagnostic range of the device to monitor and provide useful information regarding the integrity of the lead. No adverse patient effects were reported.